Event description:
The aveta disposable resecting device 2.9 mm was used during a hysteroscopy procedure. The tip of the instrument broke off during removal from the patient. All pieces were fully removed from the patient.

Event description:
The aveta disposable resecting device 2.9 mm was used during a hysteroscopy procedure. The tip of the instrument broke off during removal from the patient. All pieces were fully removed from the patient.